Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A user facility reported that there was no flow from the regulator and it was not functional when nurse attempted to use it. There was no patient involvement. Additional information has been requested.